Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was use error. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting with global technical services (gts), the patient stated they had stopped the homechoice (hc) cycler and disconnected but never used a flexicap on the patient line. Gts had the patient cycle power to end therapy and remove the cassette. Gts then advised the patient to contact their dialysis nurse about any missed therapy. No injury or medical intervention was reported. No additional information is available.